Manufacturer narrative:
Updated field: (g1 (contact office, contact person ¿ mfg site), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse conducted a running test in-house, but it could not be reproduced. Compressor was replaced by the manufacturer for inspection.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is overheating. Unit is scheduled to be removed. There was no health damage reported.